Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion. Additional information indicates the patient was non-compliant post-surgery. The site was revised with tmc hardware. During the initial surgery, both plates (dorsal and medial) were placed, however the surgeon was unable to close the soft tissue over the fusion site, so he removed one plate and left one plate and a k-wire implanted for stability. The k-wire was removed several weeks later. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on the available information, the most likely cause is patient non-compliance, which resulted in a nonunion. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion. There was no other report of any patient impact or injury as a result of this event.